Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. 3 devices were involved in this cases: 1222780-2022-00410 / 1222780-2022-00411 / 1222780-2022-00412.

Event description:
It was reported that on (B)(6), a hysteroscopy was performed with a myosure followed by an unremarkable novasure procedure. There were no alarms and no troubleshooting steps were necessary during the procedure. Two weeks after the patient was admitted to the hospital due to symptoms and discharge that were evaluated in her post-operation visit. Patient was sent to collect a urine sample and in addition to more of the discharge she also found ¿chunks¿ of tissue present. The doctor sent the patient to the hospital on (B)(6) where she remains today. No additional information is available.